Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported a ventilator experienced a proximal pressure sensor failure during set up for therapy. The device was being set up for therapy at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. Further information is pending.

Manufacturer narrative:
The device was being set up for therapy at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips field service engineer (fse). The fse could not duplicate the reported issue. The fse performed the system leak, high pressure, pressure, air and o2 accuracy test, and all test passed. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
Information was received indicating that the reported issue was found outside of clinical use as there was no patient on the unit. Therefore, this complaint no longer meets reportability requirements.